Manufacturer narrative:
The review of provided data highlighted that the atrial lead doesn¿t function properly or even is no more connected to the device. The device delivered atp inappropriately during sinus tachycardias. Parad+ discrimination algorithm needs the atrial signal to discriminate sinus tachycardia from ventricular tachycardia to avoid inappropriate therapy during sinus tachycardias. The atrial lead is sjm 2088tc. The absence of atrial signal is not compatible with parad+ programming and make wrong diagnosis of parad+ algorithm. No general malfunction is suspected on the device. No malfunction is suspected on the ventricular lead (isoline 2ct6). This case is retained and utilized for trend purposes.

Event description:
Reportedly, a sinus tachycardia was treated by the ICD.